Event description:
It was reported that the ilet touchscreen became pixelated and then went completely black, rendering the screen unusable and preventing device navigation. The device stopped syncing to the mobile app and was reported as disconnected, and the unit was noted to no longer be watertight and required replacement. Symptoms included headache and dry mouth associated with sustained hyperglycemia. Outcomes included elevated blood glucose with a reported peak of 400 mg/dl that persisted over the weekend, managed by transitioning to multiple daily injections without the need for external assistance or medical intervention. Investigation included customer interviews and troubleshooting to verify power status and functionality, as well as collection of a video while on the charger prior to replacement processing. Investigation of this case revealed a nonfunctional display consistent with a cracked or failed touchscreen, inability to operate the device via the user interface, and loss of app connectivity. It was concluded that the device experienced a screen failure that impaired use and contributed to hyperglycemia, and replacement of the device was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.